Manufacturer narrative:
Due to characters limitations, e1 (event site address) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use cs100 intra-aortic balloon pump (iabp), after the equipment was turned on, the pump vibrated too much and the equipment was suspended. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced shock absorbing pad. The equipment passed all the performance and safety index tests specified by the factory. The equipment has been delivered to the customer and can be used clinically.